Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg failed to communicate with external devices following an rfa procedure on (B)(6) 2019. Troubleshooting was attempted to no avail. Additional follow-up is pending to determine the next course of action to address the issue.